Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex. The hydrogel was placed in the upper half of the prostate seminal vesicles . There were no patient complications as result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen based as the best estimated based on the manufacturer became aware of the event 09/02/2025. Block d4:h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Manufacturer narrative:
Additional information. Block b5 and h6 have been updated. Based on the additional information, the device was placed in the intent location, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Additional information. Block a3, b3, b5, b7, d4, e, g2, h4 have been updated with the additional information received on 25sep2025. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex. The hydrogel was placed in the upper half of the prostate seminal vesicles. There were no patient complications as result of this event. Additional information received on 25sep2025. It was further reported that the patient underwent linac radiation therapy administrated in a total of five fractions. Additional information received on 14jan2026. It was further reported that the hydrogel was in the intended space.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex. The hydrogel was placed in the upper half of the prostate seminal vesicles. There were no patient complications as result of this event. Additional information received on 25sep2025. It was further reported that the patient underwent linac radiation therapy administrated in a total of five fractions.

Manufacturer narrative:
Additional information block a3, b3, b5, b7, d4, e, g2, h4 have been updated with the additional information received on 25sep2025. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.